Event description:
The account alleged that the bed would drive backwards when intellidrive was used. No injury reported.

Manufacturer narrative:
The account found that patient's right push handle had been pulled out from the junction board. The account reconnected the patients right push handle to the junction board to resolve the issue.